Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side, the returned battery cap was undamaged, fit to maintain an electrical connection. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. The ez-prime steps were performed correctly with no power interruptions during the investigation. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture behind the display. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.